Event description:
A patient transferred from outside hospital with abiomed device in place(status post large mi, iabp, ef 20%, sent here for possible transplant and/or lvad placement). A clot was identified in the abiomed device. The physician ordered the device changed out. Perfusion team stopped the abiomed for ~ 50-60 seconds. During this time, both the inflow & outflow tubings were cut at the same time. The patient did not have any underlying heart function and the blood pressure dropped rapidly. It was deemed appropriate to abort the changeout and reinitiate with the same device to recover the bp. The cannulae were not properly labeled at transport. In fact the cannulae were acutally crossed under the chest by the outside surgeon.